Event description:
Pt stated they had bilateral breast implant surgery. Pt fell in 2000 and hurt shoulder and the left breast implant burst. Rptr saw lawyer who got pt to the hosp. The rptr complained that the hosp failed to monitor and treat them properly. Pt had to see a private physician to get further treatment and still ended up going to other hosps. Rptr said they are still having nausea, pain and the implant material has leaked into body and the rupture has left pt with deformity anxiety and depression. Pt also has ot take medication on a long term basis for these symptoms. Rptr also stated they may have to see a psychiatrist due to present problems with depression. The device still remains implanted.